Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage'), device dislocation ('migration') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concomitant products included gabapentin since (B)(6) 2017, metronidazole from (B)(6) 2015 and ondansetron in (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain/ chronic") and back pain ("lower back pain"), 5 months 9 days after insertion of essure. In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), rash ("rash/skin condition") with inflammation, infection ("infection") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with antibiotics and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, rash, allergy to metals, dysmenorrhoea, weight increased, infection and menorrhagia outcome was unknown, the female sexual dysfunction, nausea and fatigue had resolved, the migraine, abdominal pain and back pain was resolving and the headache had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, infection, menorrhagia, migraine, nausea, rash and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, menorrhagia, nickel allergy, breakage discrepancy noted in essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New events: menorrhagia and device breakage were added .previously added hypersensivity ( allergic reaction nos ) was replaced with rash. Lawyer was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included gabapentin since november 2017, metronidazole from may 2015 to august 2015 and ondansetron in may 2015. In march 2015, the patient had essure inserted. In may 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In june 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). In august 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and infection ("infection"). The patient was treated with antibiotics and surgery (to remove the essure implant/bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, hypersensitivity, allergy to metals, dysmenorrhoea, weight increased and infection outcome was unknown, the female sexual dysfunction, nausea and fatigue had resolved, the migraine, abdominal pain and back pain was resolving and the headache had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, migraine, nausea and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received. Events per pfs: apareunia (inability to have sexual intercourse), migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, abdominal pain, lower back pain and infection. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered device dislocation, genital haemorrhage and hypersensitivity to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.